Event description:
Information received by medtronic indicated that the customer had pump crack at the battery compartment side. Customer stated that pump was chewed by their dog. No harm requiring medical intervention was reported. Troubleshooting was performed for pump damage. Failure analysis confirmed that retainer ring was damaged and reservoir unable to lock into place. Customer discontinued the usage of device. The pump was returned for analysis.

Manufacturer narrative:
(B)(4). Pump alarmed pump error 53 during testing. Unable to perform displacement test due to detached retainer. The pump passed the selftest. Successfully downloaded history files and traces using thus. Pump error 53 was present in the history download on event date of (B)(6) 2022 at 12:06:29.000. Esf# 2610666, file number= 2005, line number= 5632. Unable to test with a test p-cap or lock test p-cap in place properly due to detached retainer ring. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1 and in corroded battery tube. The following were noted during visual inspection: battery tube threads - cracked, detached end cap, cracked keypad overlay, missing o-ring (reservoir tube), broken reservoir tube lip, detached retainer, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, damaged display window cover, label damage (stained serial number). Pump error 53 was confirmed due to software anomaly. Exposure to moisture confirmed. Retainer ring damage confirmed. Reservoir unable to lock into place confirmed. Cosmetic damage confirmed at battery tube threads, battery tube case, and corner of belt clip rails. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.